Event description:
Noise was reported on this lead while doing isometrics. Unable to program around the noise. The physician will be consulted for next steps. Should additional information be received, this file will be updated. Lead remains implanted.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.